Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the fiber tip broke in the package is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to show evidence of usage; analysis of the fiber card confirmed usage of 400,020 joules. The fiber cap showed evidence of wear and the glass cap was found to be fractured. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, the fractured glass cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - thermal problem.

Event description:
The customer reported that the fiber tip broke while still in the package, prior to a prostate procedure. The procedure was completed with a second fiber. The pt outcome was reported as "okay."